Manufacturer narrative:
Results of investigation: vyaire medical field service technician went onsite to evaluate the device. Only item of note in error log: fcv voltage error. Technician characterized flow control valve- passed. Performed operational verification process. No issues with vent. All parameters in specification. Ventilator meets factory specification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea device lost volume during use on a patient. The customer reported the patient was removed from the device, bagged ( manual resuscitator), and the avea was swapped out. The customer confirmed there was no patient harm associated with the reported event.

Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.